Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. Reportedly, the pump was gaining/losing more than five minutes per month as compared with an atomic clock. The reporter confirmed that the time and date were correctly maintained when the battery was out of the pump for less than 12 hours. During troubleshooting, customer technical support assisted the reporter in correcting the time/date settings. When the pump was rebooted after correcting these settings, the settings were reportedly maintained correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.